Event description:
It was reported that this implantable cardioverter defibrillator was explanted successfully due to exhibiting premature battery depletion (pbd) and recording a code 1003 indicative of battery voltage too low for the projected remaining capacity. Another device was successfully implanted instead. No further adverse effects were reported.